Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, d8, h6 - health effect - clinical code, component code, investigation conclusion and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from patient related conditions. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely patient related conditions. Concomitant medical products: (B)(4), 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. (B)(4), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. (B)(4), 200-02-32 - three peg patella 32mm. (B)(4), 201-78-15 - holding pin mini sharp point 4 pk. (B)(4), 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7.

Event description:
While investigating a clinical study report, it was found that this obese female patient had a right tka approximately 1 year post-op that required a poly swap. The doctor preformed an I&d with poly exchange on (B)(6) 2019 with 6 weeks IV antibiotics for septic tka. The patient was also on oral antibiotics. No additional information is known, the initial reported event was found thru clinical study reporting. No additional information.